Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not change the supplies, cleared the alarm, and resumed insulin to address the event. Blood glucose was 506 mg/dl which was addressed with a bolus via the pump.